Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an alarm upon power-up. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4,b5,b6,b7,d9,d10, e1,g3,g6,h2,h3,h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11. Corrected fields- e1(initial reporter, event site email). A product inspection was completed per customer/manufacturer requirements. A getinge field service engineer (fse) spoke with customer, nothing wrong with unit.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has an alarm issue when turn on. There was no patient involvement and no patient harm reported.